Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection as listed in the xience xpedition, electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, mildly calcified, mildly tortuous, distal circumflex coronary artery. The 2.5x38mm xience xpedition stent was implanted and a distal edge dissection was noted. A 2.25x23mm xience xpedition was implanted to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.